Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator developed pain in the left buttock area which improved after decreasing stimulation. The patient was also diagnosed with a urinary tract infection approximately three weeks ago and has been treated with multiple antibiotics. The patient was advised to hold stimulation until the infection resolves and to allow time for recovery, with further follow-up if symptoms persist. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator developed pain in the left buttock area which improved after decreasing stimulation. The patient was also diagnosed with a urinary tract infection (uti) approximately late (B)(6) 2025 and has been treated with multiple antibiotics. The patient was advised to hold stimulation until the infection resolves and to allow time for recovery, with further follow-up if symptoms persist. There were no additional patient complications. The patient presented with 4 dots on p2 and reported that the urine was retested, and the culture came back negative. The doctor instructed the patient to schedule a follow-up appointment. However, the patient continued to experience increased symptoms and reported pain in the vaginal area. The doctor advised the patient to take tylenol or ibuprofen, which helped alleviate the pain. The patient was reeducated on the effects of too much stimulation and has not attempted p1 for some time now. They were advised to increase the dosage by 2 clicks weekly if it does not achieve at least 50% improvement. The patient will follow up as directed. The patient continued urinating every 10 minutes since reprogramming, and then truned the device off. A urine sample had been provided but the results are pending. The patient wanted to turn the device back on but did not have the remote available and planned to call once it was accessible. Education on differentiating uti versus device issues was planned. The patient turned the device back on with assistance and felt stimulation comfortably for the first time. The patient was instructed to complete treatment, assess progress, and hold at the current setting. There were no further patient complications.

Event description:
It was reported that the patient with this neurostimulator developed pain in the left buttock area which improved after decreasing stimulation. The patient was also diagnosed with a urinary tract infection (uti) approximately late jul2025 and has been treated with multiple antibiotics. The patient was advised to hold stimulation until the infection resolves and to allow time for recovery, with further follow-up if symptoms persist. There were no additional patient complications. The patient presented with 4 dots on p2 and reported that the urine was retested, and the culture came back negative. The doctor instructed the patient to schedule a follow-up appointment. However, the patient continued to experience increased symptoms and reported pain in the vaginal area. The doctor advised the patient to take tylenol or ibuprofen, which helped alleviate the pain. The patient was reeducated on the effects of too much stimulation and has not attempted p1 for some time now. They were advised to increase the dosage by 2 clicks weekly if it does not achieve at least 50% improvement. The patient will follow up as directed. The patient continued urinating every 10 minutes since reprogramming, and then truned the device off. A urine sample had been provided but the results are pending. The patient wanted to turn the device back on, but did not have the remote available and planned to call once it was accessible. Education on differentiating uti versus device issues was planned. The patient turned the device back on with assistance and felt stimulation comfortably for the first time. The patient was instructed to complete treatment, assess progress, and hold at the current setting. There were no further patient complications.

Manufacturer narrative:
Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of uti, pain, and lack of efficacy were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.